Event description:
During shift check, the autopulse platform (sn (B)(4) continuously displays a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) continuously displays a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was the single point load cell # 2 failure, likely attributed to mishandling such as a drop. Upon visual inspection, the top cover was cracked at the display screen corner. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The top cover was replaced to address the issue. A review of the archive data showed several (ua) 07 observed on and around the event date; thus, confirming the reported complaint. Functional testing failed due to the (ua) 07 error message displayed upon powering up the platform: thus, confirming the reported complaint. The single point load cell # 2 was replaced to remedy the complaint. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).